Event description:
Customer reported that she had received no delivery alarms and that the batteries only lasted about two days. The blood glucose reading was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with operating currents within specification. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm or excessive no delivery alarms were noted. The insulin pump was received with cracked case at display window corners and battery tube threads. It was received with a minor scratched display window and missing end cap sticker.